Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away while performing automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the event. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal/external visual inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A simulated therapy was performed and completed successfully. There was no non-conforming product identified related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.